Event description:
Info rec'd indicates the left foot siderail will not latch.

Manufacturer narrative:
The tech found fluid in the latch which gummed up the latch mechanism. The tech cleaned the siderail latch mechanism to repair the bed.